Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info this right atrial lead has dislodged into the right ventricle. This pt went to the ER due to cardiac arrest, and it is unk if that was due to dislodged lead or other issues. The lead will be reprogrammed and potentially repositioned. To date, there have been no additional adverse pt effects reported. No further intervention was undertaken. This report will be reopened if additional info is received.